Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive because the select button was stuck. The insulin pump started beeping that one of the buttons was pressed for more than three minutes. The insulin pump's screen was blank. The insulin pump alarmed stuck button. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected stuck button alarms, blank display anomalies, back light anomalies, audio alerts or audio/beep anomalies noted during testing. All buttons function properly; no damage to keypad traces and  connector on connector board was not unlocked during visual inspection. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The insulin pump was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.